Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient¿s previous pump was replaced in (B)(6) 2014. The health care professional (hcp) found the catheter was splintered and wasn¿t in all the way, which meant the patient wasn¿t getting all the baclofen. The pump was used to infuse baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the only reason the catheter was revised was because the patient did not like the lumbar placement. As a result of this, the placement of the catheter was moved from the lumbar to the cervical area. There was reportedly no catheter issue whatsoever. No further information was provided.